Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh. No part of the device was bent or damaged. No harm and no delay as this was on a cadaver.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10 d4 - UDI# - (B)(4). On january 28, 2019, it was reported that the unit had an incomplete mesh. No part of the device was bent or damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports. The last repair was september 27, 2018 where it was reported that the device produced an incomplete mesh and the roller, roller gear, carrier guide and shoulder bolts were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 27, 2018 where the bushings, collars and gear were replaced and the cutter still failed to produce a passing cut. It was subsequently deemed non-repairable. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was september 27, 2018 where the bushings, collars and gear were replaced and the cutter still failed to produce a passing cut. It was subsequently deemed non-repairable. Product review of the skin graft mesher on february 4, 2019 revealed that the calibration was out of specifications and produced an incomplete mesh. The roller, roller gear, comb, and side plates were visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 4, 2019 which included replacement of the side plates, bearings, roller, roller gear, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications and produced an incomplete mesh. The roller, roller gear, comb and side plates were visibly damaged. The 2:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications and produced an incomplete mesh. The roller, roller gear, comb and side plates were visibly damaged. The 2:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.